Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited the distal tip cover was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible causes include stress such as damage or deterioration of parts, electrical problems, environmental temperature problems, maintenance problems, or wear and tear between the device components without any design or manufacturing defects. A root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.